Event description:
It was reported the pump had been alarming since the day prior to report. The patient was sure the pump had reached eol (end of life) and needed to be replaced. The patient had contacted their healthcare provider¿s office. The pump was used to infuse baclofen. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2008, product type: catheter. (B)(4).